Manufacturer narrative:
Further information regarding the reported device and concomitant medical products are unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient will undergo surgical intervention on a later date due to experiencing pain at the ipg site.